Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer replaced module three with a half height module to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer. The customer stated that this malfunction occurred when they were trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.